Manufacturer narrative:
Section f completed by baxter. Evaluation of this pump found that the unit meets all performance specifications for rate and volume accuracy. There was contamination found on the mpu and power boards. This contamination would not cause or contribute to the alleged complaint condition.

Event description:
Reportedly this pump was set up for pain medication administration. It is assumed that an r.n. Sent the pump to biomed with a not attached that stated the basal rate was inaccurate and the pump resets itself. There was no patient incident. The biomed. Dept. Had no idea who sent the pump down and had no way of findings where it had been used.